Event description:
It was reported that during a photo-selective vaporization procedure of the prostate, the fiber forward fired after 152,807 joules with 18 minutes of use . A second fiber was utilized to complete the procedure without patient complications.

Manufacturer narrative:
The device history record (DHR) confirmed that the devices met all material, assembly and performance specifications. Visual analysis of the returned fiber showed that there was a proximal and not a distal circumferential fracture at the base of the metal tip. During functional testing with the hene (helium-neon) laser fixture, the aim beam was visible through the output window. The bevel edge was not aligned with the output window, and the output window was not aligned with the red octagon of the outer flow tubing. Debris was noted on the metal cap, which is evidence of prolonged tissue contact. Based on the proximal circumferential fracture, an evaluation conclusion code of unintended use error caused or contributed to event was assigned to this investigation. The circumferential fracture likely occurred due to elevated temperatures near the laser beam output window due to tissue adhesion. The manufacturer previously completed testing that confirmed that the fiber met all design specifications and performed as intended when the fiber is used per the instruction for use (IFU) and the user maintains a 2mm working distance between the tissue and the fiber tip during use. Further analysis noted that when there is tissue adhesion through constant and heavy tissue contact, this can lead to continuously elevated temperature at the fiber tip near the laser beam output window. These factors were identified as a major cause of the noted circumferential fracture. The manufacturer was only able to replicate the observed defect when the fiber tip was buried in tissue or there was tissue adhesion on the fiber tip from constant and heavy tissue contact which is in contrast with the operating instructions, thus further supporting this observation was induced by thermal instability from tissue contact / adhesion. As a result of this further investigation, an update has been made to the IFU to include a recommendation to increase irrigation flow by means of a pressurized saline bag to further increase the liquid cooling effect and potentially reduce the observation previously mentioned in addition to following the existing operating instructions to maintain a 2mm working distance. Based on the proximal circumferential fracture and functional testing identifying the aiming beam at the fiber output window, the reported forward firing cannot be confirmed. The manufacturer has reviewed all information and determined this event no longer meets reporting criteria for the device in question.

Event description:
It was reported that during a photoselective vaporization procedure of the prostate, the fiber forward fired after 152,807 joules with 18 minutes of use . A second fiber was utilized to complete the procedure without patient complications.